Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown, therefore; a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check your position alarm that occurred on the home choice (hc) during fill 1 of 4. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that there was air in the patient line. The tsr then advised the hp to end therapy and start over with new supplies. The tsr further assisted the hp through ending therapy early procedure. The patient was involved but there was no patient injury or medical intervention reported.